Event description:
On (B)(6) 2013, the patient reported that he had been experiencing leaking around his infusion site and that during the past five days he had to change the infusion headset four times. He notices the wetness at the infusion site when he boluses. The patient has scar tissue and cannot be certain whether or not the insulin leaking is due to poor absorption or a problem with the infusion set leaking. He does hear an audible click when attaching the infusion tubing to the headset. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and were requested to be returned for product evaluation. The patient has been sent an insertion device as a courtesy.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified.